Manufacturer narrative:
Investigation revealed that there was no system malfunction. An investigation into the case logs revealed the root cause was excessive deflection forces, or skiving during navigation. The software correctly detected and alerted the user of high deflection forces present on the load cell during bone work. This excessive force present on the loadcell is likely the result of instrument skiving that was detected while a tool is inserted into the end effector. Ultimately, the user opted to replace the misplaced implant robotically with no adverse effect to the patient reported.this evaluation has been completed via associated case logs and there are no associated work order or part returns. The severity observed did not exceed the anticipated severity or matches the anticipated complaint severity. The observed overall risk level is low which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue can be traced to user technique.

Event description:
It was reported that the placement of screw (despite trajectory's being all in the correct trajectory) ended in a low trajectory. Looking for signs of skive, ee and offset being high. Surgeon found the screws were low to plan, one side lower than the other. This was found on a post-op e3d spin.